Manufacturer narrative:
Device evaluation summary: during preventive maintenance by a service technician, it was observed that the instrument had a powering down message appear on screen periodically while the instrument was running. The service technician observed that the instrument would freeze at the medtronic black screen when powering on. After running hyperterminal the instrument would power on regularly but it would flash "device powering down" every 30 seconds or so. The service technician swapped the user interface with another instrument and the problem persisted. The service technician then checked the voltage on the power supply and it held steady at 30vdc. After letting the instrument sit in diagnostic mode for a while, errors 91 and 98 were found. The issue was resolved by replacing the system controller board, and safety system board. During calibration, the fs-50 knob broke off. The issue was resolved by replacing the fs-50 knob. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had a powering down message appear on screen periodically while the instrument was running. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no known physical damage, no air in tubing and no abnormal electrical event.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by a service technician, the instrument had a powering down message appear on the screen periodically while the instrument was running. The service technician observed that the instrument would freeze at the medtronic black screen when powering on. After running hyperterminal the instrument would power on regularly but it would flash "device powering down" every 30 seconds or so. The service technician swapped the user interface with another instrument and the problem persisted. The service technician then checked the voltage on the power supply and it held steady at 30vdc. After letting the instrument sit in diagnostic mode for a while, errors 91 and 98 were found. The issue was resolved by replacing the system controller board, and safety system board. During calibration, the fs-50 knob broke off. The issue was resolved by replacing the fs-50 knob and calibrating. Preventive maintenance was performed as per specification. Note: the fs-50 is a calibrated part owned by medtronic. It is not something replaced on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.